Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 year and 8 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient expired. The patient's previous echo showed mean gradient of 95 mm mg and a peak gradient of 150 mm hg. At this time, the cause of death is unknown and if there was any patient intervention.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code. After review of the medical records provided, while the patient had co-morbidities that no doubt, contributed to his death (esrd on hd, nstemi, and acute heart failure) the patients aortic bioprosthetic valve was noted as having critical stenosis for which intervention was likely. Unfortunately, the patient passed away. The critical stenotic bioprosthetic valve was a factor in this patient's death.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was confirmed from provided medical records. Available information suggests patient factors (atherosclerosis due to hyperlipidemia) likely contributed to the event as it was noted in the provided medical record that patient had hyperlipidemia. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.